Manufacturer narrative:
The sample was not provided for evaluation and the reported condition could not been confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action; if sample is received later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on additional information received on (B)(6) 2017, patient code were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that they had some feeding tubes come apart at the base of the feeding connector part. On 2017-12-08 the initial reporter stated that the packaging was already discarded so the item code and lot number are not known. Quantity was two each. A patient was involved, no patient harm or injury. No medical intervention.

Manufacturer narrative:
Mansfield product monitoring is attempting to gather additional information regarding the reported event. To date, no clarification has been received. If additional pertinent information becomes available, this report will be updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that they had some feeding tubes come apart at the base of the feeding connector part. No patient involvement, harm or medical intervention was reported.